Manufacturer narrative:
The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were reviewed and all production steps were performed accordingly. The final acceptance test proved the device functions to be as specified. The ipg was subjected to an electrical analysis, revealing that the device could not be interrogated. Therefore, the device was opened. The visual inspection of the inner assembly showed no anomalies. In a further electrical analysis, an elevated current consumption of the electronic module was identified, which could be narrowed down to an integrated circuit. The elevated current consumption led to the clinical observation. In summary, a damaged integrated circuit was identified during analysis leading to the clinical observation. However, the manufacturing records document a flawless device production. It is therefore assumed, that the damage occurred after the device shipment, however the date of occurrence was not determinable.

Event description:
It was reported that the device was explanted due to loss of capture.